Manufacturer narrative:
This report is based on information provided by philips remote service engineer (rse) and has been investigated by the philips complaint handling team. Philips received a complaint regarding the heartstart mrx defibrillator, indicating that the device had a poor signal in AED (automated external defibrillator) mode, which prevented analysis. The rse evaluated the device remotely and determined that the issue was caused by the biomeds simulator, which resulted in the poor signal quality. The rse observed that there was no malfunction of the device, and the device was fully functional. The device remains at the customer site, and no further evaluation is warranted at this time. Based on the information available and the testing conducted, there was no evidence of a device malfunction. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The rse confirmed that there was no malfunction of the device, and the device was returned to service. It has been concluded that no further action is required at this time. If additional information is received, the complaint file will be reopened.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event, and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the heartstart mrx defibrillator has poor signal quality in AED (automated external defibrillator) mode. There was no reported patient involvement.